Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the helium bottle gasket and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the system 98xt intra-aortic balloon pump (iabp) gave a gas leak in circuit alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.